Manufacturer narrative:
Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. Unit received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. However, corrosion was found at the keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display was cracked . The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.